Event description:
It was reported that the wake button on the pump did not function as expected. No additional information was received regarding the outcome of the event. Customer declined any troubleshooting, and no further corrective actions were documented.